Manufacturer narrative:
During the investigation, it was also discovered that the track belt was loose and needed tightening.

Event description:
It was reported that the foot restraint was missing and the track belt was loose which could affect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the foot restraint was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.